Event description:
The surgeon reported to our sales rep that the gamma3 nail is broken at position of the lag screw.

Manufacturer narrative:
Additional information has been requested, and if received, will be provided on a supplemental report.